Event description:
It was reported that the balloon of the catheter would not deflate. Reportedly, the sample port was cut which did not resolve the issue. A surgeon was called in to remove the catheter. The catheter was removed by pulling it out of the patient. The balloon still contained fluid and was mushroomed. The patient reportedly had an enlarged prostate before use of the catheter. There was no impact to the patient.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use was found adequate and states the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon of the catheter would not deflate. Reportedly, the sample port was cut which did not resolve the issue. A surgeon was called in to remove the catheter. The catheter was removed by pulling it out of the patient. The balloon still contained fluid and was mushroomed. The patient reportedly had an enlarged prostate before use of the catheter. There was no impact to the patient.